Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 122 mg/dl. Reportedly, there was a momentary motor skip, typically due to high force impact to pump (dropped) at the time of the malfunction. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.